Event description:
It was reported that the event involved a patient, (B)(6) cm in height. Indication for use: cardiac support during valve repair surgery. While in the cvs (cardiovascular surgery) the (iab) intra-aortic balloon catheter was prepped and inserted sheathless into the patients left femoral artery. Right after the iab was inserted blood flooded along the catheter. The iab was removed and another iab was prepped and inserted via the same insertion site. There was an approximate 20 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as stable. A correction updated was received on (B)(6) 2015 from distributor. "Right after the iab catheter was inserted, blood flooded from the hemostasis valve along the peel-away hemostasis device. The catheter was not connected to the iab pump yet."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: returned for evaluation was a 30cc 7.5fr iab. Dried blood was noted on the bifurcate and bladder membrane. No blood was noted within the bladder membrane. The cath-gard was filled with blood upon return. The hemostasis cuff was noted attached to the peel-a-way sheath upon return. A small crack, approximately 3.0cm in length, was noted in the proximal area of the peel-a-way sheath. No kinks were noted with the catheter upon initial visual inspection. The catheter with peel-a-way sheath was inserted into the t-tube and pressurized. The sheath began immediately leaking through the previously noted crack. No water entered the cath-gard. A lab inventory catheter with peel-a-way sheath was inserted into the t-tube and pressurized to 150 mmhg. No leak was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section. Other remarks: conclusion: the reported complaint of the sheath valve leak is confirmed by visual inspection of the device. Blood was noted within the cath-gard and is consistent with having leaked through the hemostasis cuff. The event is unable to be duplicated because of the noted crack on the peel-a-way sheath. This type of complaint will be monitored for any developing trends. The root cause of the complaint is undetermined.

Event description:
It was reported that the event involved a patient, (B)(6). Indication for use: cardiac support during valve repair surgery. While in the cvs (cardiovascular surgery) the (iab) intra-aortic balloon catheter was prepped and inserted sheathless into the patients left femoral artery. Right after the iab was inserted blood flooded along the catheter. The iab was removed and another iab was prepped and inserted via the same insertion site. There was an approximate 20 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as stable. A correction updated was received on 6/17/2015 from distributor. "Right after the iab catheter was inserted, blood flooded from the hemostasis valve along the peel-away hemostasis device. The catheter was not connected to the iab pump yet."